Event description:
Echelon flex powered plus 45 stapler was used and it misfired twice during retraction off of the lung tissue. Surgeon was able to retract it safely with no harm done to the patient.